Manufacturer narrative:
Section b5 should be previously reported as: the manufacturer received information alleging a ventilator inoperative condition occurred. It was also alleged that the unit goes into vent inoperable immediately constant alarm and red screen appeared after software was installed. The device was not in patient use. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the allegation of unit goes into vent inoperable immediately constant alarm and could not duplicate vent inoperative condition. Unit was in operational condition. Software was upgraded and unit passed final test.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.